Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge, despite having sufficient insulin in pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to clean pump area as well as possible and use alcohol wipe or lint-free cloth on pneumatic tap area, then guided customer through filling and loading new cartridge using proper technique, and issue was resolved when second cartridge was successfully loaded and insulin delivery was resumed.